Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft , lot #: 15965224-9539 / model #: 1125 / catalog #: 1125/ expiration date: 2021-11-30 UDI #: (B)(4), mfg date: 2016-11-30, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed purulent drainage from the left chest and drug resistant streptococcus bacteremia. The patient underwent surgical incision and drainage of the site on an unknown date. The site suspected that the patient¿s pump sewing ring was the source of the ongoing infection and the patient underwent ventricular assist device (vad) exchange on (B)(6) 2018. The site reported that intra-operatively, they noted that the outflow graft was kinked near its¿ silastic end with a thick band of scar tissue around it. Estimated flows through the graft improved once this scar tissue was removed and the outflow graft exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and outflow graft were not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pump or outflow graft. Therefore, the purpose of this investigation is solely to evaluate the devices' conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the devices from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated devices met all requirements for release. The reported ¿kink in the outflow graft' event was confirmed via supporting evidence provided by site. The reported ¿improvement in flows' event could not be confirmed via log file analysis since log files were not provided for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flows can be attributed to a kinked/bent outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: lot #: 15965224-9539 / outflow graft. If information is provided in the future, a supplemental report will be issued.